Event description:
It was reported that a pt underwent a right frontal craniotomy, excision of colloid cyst in 1998. During the procedure, the absorbable hemostat was placed around the septum, corpus callosum and the cerebral cortex. The pt experienced extreme distress with excessive pressure in the head within fifteen minutes of the procedure. Post-operatively, the pt experienced confusion and headache. The pt has experienced undefined symptoms for ten years following the procedure.

Manufacturer narrative:
Date sent to the FDA: 09/11/2009. Excessive head pressure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.